Event description:
It was reported that the patient was experiencing inadequate stimulation which resulted to an increase in pain. It was noted that the patient had radiating pain the legs with spasm and had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.